Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen became frozen on the personal profile setting screen. Troubleshooting with tandem technical support was performed, and touchscreen remained frozen. Customer just received pump and had not connected to the pump for insulin therapy at the time of the report. Blood glucose level were not impacted. Customer will continue using back up method for insulin therapy.